Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt would undergo full revision surgery, however, no specifics were provided. Follow up with the surgeon revealed that a lead discontinuity was observed during surgery and they were told the lead needed to be replaced. The explanted device was discarded in the or and will not be sent to the manufacturer for analysis. Good faith attempts to obtain add'l info from the pt's treating physician have been unsuccessful as he will not provide any info on his pts.